Manufacturer narrative:
The dealer performed a checkout of the equipment and a review of the logs. The ventilator interface board was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a failure that affected mechanical ventilation. There was no report of patient involvement.